Manufacturer narrative:
A philips remote service engineer (rse) working with the customer confirmed that there was a speaker malfunction inoperative (inop) message display on the device, and the speaker was not producing sound. The customer ordered a replacement speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer ordered a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Box d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Box e: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that the loudspeaker does not work anymore. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.